Event description:
Additional information received from the consumer reported that all their old and new issues were resolved. The patient met with their manufacturer representative and modifications were made to the stimulator and it was working fine.

Event description:
Additional information was received from the patient on (B)(6) 2015 stating that the buzzing sensation stopped when they were able to turn the unit off. When they were home, they slowly turned the stimulation up until it was comfortable. It was noted that the 2014 programming changes occurred due to company representative (rep) preference. However, the patient did not like the 2014 programming because the rep went through it so fast and never gave the patient any written instructions to reference. It was also mentioned that the patient had been ill and "not functioning on all cylinders", but there was no comment to relate the illness to their device or therapy. A rep responded on (B)(4) 2015 stating that they had met with the patient on (B)(6) 2015 to reprogram and to reeducate the patient on the use of their patient programmer. The issue was noted to have resolved after these actions.

Manufacturer narrative:
Concomitant medical products: product ID 37743, serial# (B)(4), product type: programmer, patient. Product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID 37752, serial# (B)(4), product type: recharger. Product ID 37092, lot# 247590001, implanted: (B)(6) 2010, product type: accessory. (B)(4).

Event description:
Information received from a consumer and from a consumer via a manufacturer representative reported that the implant started buzzing in the abdomen to the knee and to the chest, so the consumer turned off stimulation. The vibration in her groin was noticed directly after the consumer fell when using a gurney in (B)(6) of 2015. The programming had not been in the right place since that fall. It was noted that the consumer had a myelogram for her back due to a pinched nerved and that she had back surgery for it. It was also noted that the consumer did not know how to change her settings. A meeting was planned for (B)(6) 2015. The consumer was noted to be alive with no injury. The stimulation issue was also reported have begun in (B)(6) of 2015. The pinched nerve occurred in 2015. The back surgery occurred (B)(6) 2015. No further outcome was reported. Additional follow-up was being conducted; if additional information is received a supplemental report will be sent. The consumer's indication for use was noted to be other chronic/intractable pain (trunk/limbs).